Event description:
A healthcare professional reported that during cardiopulmonary bypass surgery the hemochron signature elite microcoagulation system gave error message, 'out of range-high (oor-h)' three times using act+ cuvettes. The patient's therapeutic range was >480 seconds. A bolus of 26, 000 units of unfractionated heparin was administered. At least three consecutive act+ tests reported an oor-h error message. A second elite instrument was used to complete the procedure. No adverse events were reported.

Manufacturer narrative:
(B)(4). Although requested, the cuvette lot number was not provided. Method: the actual device was evaluated. Process evaluation was performed; no ncrs were identified for this instrument. Result: complaint was not confirmed through the instrument evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.